Manufacturer narrative:
Additional information: investigation summary the reported complaint of a white substance on the tubing could be confirmed. The returned photos showed a white substance on the tubing near the drip chamber. The probable cause is from errant solvent coverage during assembly in ensenada. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. Correction: h3 - device evaluation by manufacturer - updated to no since no device received. D9 - device available for evaluation - updated to no.

Manufacturer narrative:
The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
A complaint was received regarding 40" (102 cm) appx 4.9 ml, admin set w/chemolock¿ w/red cap, 20 drop in-line drip chamber, spiros®, bag hanger, drop-in red cap that experienced foreign matter in the fluid path. The report stated that there is unidentified white substance in tube. There was no patient harm.